Event description:
It was reported that the patient presented for follow up, complete loss of capture in all configurations was noted, due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.